Event description:
Leakage of cannula.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) vfem024 cannula. Leakages were confirmed at the junction between wire reinforced section and proximal non-wire reinforced section of the cannula. Leakages occurred from two different tears which were close to one another. The larger tear was approximately 3mm and the smaller tear was about 1mm in length. The tears ran across cannula body axis. Wires were exposed at the tears.